Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the left side weld broke where the left back cane is welded to the frame.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the side frame was received with a broken weld at the bottom rear, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states that the left side weld broke where the left back cane is welded to the frame.